Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on(B)(6) 2026. The patient was discharged on dual antiplatelet therapy (dapt). During a routine follow up a device related thrombus (drt) was noted on imaging. The patient was placed on xarelto and is expected to fully recover.